Event description:
Caller stated that medical attention was sought on (B)(6) 2025 around 4:00pm at home. Caller stated that he tested his blood glucose with his prodigy meter and received a result of 356. A normal result for this time of day is usually around 126mg/dl. Caller stated that he felt dizzy so he went to the emergency room. Caller stated that he did not consume any food drinks or medication. Caller did not recall what his blood glucose was when he arrived at the hospital. Caller declined to provide his preexisting conditions and what medication he currently raking. Caller declined to provide the hospital name that he attended. No further information was provided.